Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0khvm, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0khvm, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient previously had an esophagogastroduodenoscopy (egd) with dilation and experienced a headache for three days afterwards. The reporter was not certain of when this took place. The patient¿s follow-up doctor was not aware of the egd and had not been contacted about the event.